Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent open thoracic surgery. It was reported that the patient deceased due to diaphragmatic patch dehiscence.